Manufacturer narrative:
(B)(4). Device code (B)(4): incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The barewire guide wire is being filed under a separate medwatch report.

Event description:
It was reported that the unsuccessful atherectomy procedure was performed to treat an occluded lesion in the popliteal artery. A non-abbott atherectomy system was being used with an emboshield nav6 embolic protection system (eps). On attempting to recover the filter of the eps post atherectomy, the barewire guide wire was noted to have unraveled and prevented the filter from being recovered. The guide wire and recovery catheter of the eps were removed; however, the filter detached. A snare was used to remove the detached filter. There was no adverse patient sequela and no clinically significant delay in the procedure. As the blood flow to the popliteal artery could not be restored during the procedure, the patient underwent a lower leg amputation a couple of days later. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The instructions for use, states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. It could not be determined if using the emboshield nav6 off-label contributed to the difficulties. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the distal end of the barewire became entrapped within the vessel, likely within the occluded lesion, and during the attempt to recover the filter, the tip coils on the barewire became stretched (unraveled) and the filter was unable to be recovered. Further retraction of the retrieval catheter and barewire likely resulted in the barewire ultimately separating with the filter. There is no indication of a product quality issue with respect to manufacture, design or labeling.